Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision distance and near very blurry, refractive error, refractive keratopathy (rk). The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested.